Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06785. It was reported the pt does not have effective stimulation therapy. An sjm rep met with the pt and observed the amplitude cannot be programmed high enough to provide effective relief of the pt's pain areas. The rep reported the physician's notes indicate scar tissue development may be the cause of the pt's needs for higher amplitudes. It was also reported that as the pt's program setting became more demanding, the pt had an increased recharge burden, having to recharge every 8 hrs to 1.5 days. The pt is not currently using the system due to the ineffective pain relief and increased recharge burden.